Event description:
Report rec'd indicated that there was incomplete expansion of the stent. A percutaneous transluminal angioplasty (pta) to the iliac vein was being performed however, 25% of the stent's distal section was not expanded due to the presence of a tumor at this site. It is believed by the physician that the radial force of the stent was too weak to sustain stent expansion and that a second stent was required. A 10mm balloon catheter was used to aid the expansion of the stent. At this time, it appears that the proximal end marker of the implanted stent prolapsed through the stent alongside the balloon. The balloon catheter was retrieved and a second stent (12mm smart control) was placed inside the already implanted stent to prevent from prolapsing. It was reported that the case was not successful. There was no pt injury. This product will be returned for eval and testing. Additional info will be sent within 30 days upon receipt.